Event description:
A ventilator was returned to a third party service center. There was no allegation of pt harm or injury by the customer. During the eval of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.